Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, extrusion, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2011 due to mesh extrusion and bladder outlet obstruction. It was reported that patient underwent mesh revision on (B)(6) 2012 due to bladder obstruction. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, and urinary hesitancy.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior and posterior repair due to cystocele, rectocele and sui.